Manufacturer narrative:
Investigation results indicate that the blade mount was possibly exposed to a torsional loading while cutting. This type of loading could occur when applying a bending moment to the blade while in use. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control". The quality investigation is complete.

Event description:
It was reported that 5 blades broke at the mount during an anterior cruciate ligament surgical procedure. It was further reported that there was less than a 5 minute delay to the procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the 3rd blade that broke.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device evaluation results.

Event description:
It was reported that 5 blades broke at the mount during an anterior cruciate ligament surgical procedure. It was further reported that there was less than a 5 minute delay to the procedure. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the 3rd blade that broke.